Event description:
It was reported via repair work order that the footend jack will not pump all of the way up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.